Event description:
Information from (B)(6) clinical database. Post pipeline procedure, it was reported that the patient experienced headache with nausea, increased pressure, and vomiting. The patient was admitted to the emergency room (ER). The issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
Updated the model number of the device involved in the event.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).